Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she went to bolus and received a keypad anomaly on the insulin pump. Customer's blood glucose was 143 mg/dl at the time of the incident. Customer stated that she took the battery out and put it back in. Customer was able to bolus but the escape button does not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.